Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the patient experienced a blood glucose in excess of 500 mg/dl with changed mood, extreme thirst and hunger, and sweating. The reporter indicated reviewing the pump and noted moisture inside the pump behind the display screen lens which the reporter believed may have been contributing to the blood glucose issues. This report is made based on the allegation that the patient experienced hyperglycemia associated with moisture ingress into the pump.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Moisture observed in display. Pump case is cracked near top right corner of display. Leak test verifies leak at crack in case. Pump opened and moisture damage found on force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.